Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had a crack, wire was cut. There were no reports of patient harm or involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found folding stopper breakage on the head side, corrosion of electrical contacts, image failure due to cable damage, heavy switch operation, discoloration of the main body, and scratches on the switch. Based on the results of the investigation, a definitive root cause cannot be identified. A labeling review was conducted and it was confirmed that the risk/hazard was described in the IFU for the above issues. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head had a crack, wire was cut. There were no reports of patient harm or involvement.